Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed, and the cause appears to be use-related. The device returned was found to be a repair kit for a broviac 4.2 fr catheter, with a repair site and a small amount of the original broviac catheter. The two pieces returned included a piece of mid-sized tubing containing the repair and pieces of the original catheter and of the repair kit. The proximal portion of the repair kit was found to exhibit a granular surface with peeling. Inside, the mid-sized tubing terminated at the crimping point near the proximal end of the catheter. The catheter pieces manifested notable tensile weakness; the catheter had apparently been stretched. These factors are suggestive of a tensile break in the catheter, which is further suggested by the possibilities indicated in the complaint description that it may have caught on something or been pulled. The following IFU statements may be of assistance: ¿site care¿ place the pre-cut gauze dressing over the ointment at the exit site, fitting it snugly around the catheter. Place the 2 in. X 2 in. (5 cm x 5 cm) gauze over the pre-cut gauze and catheter. Apply the cover dressing (tape or transparent dressing) following the directions in the package as well as instructions from your doctor or nurse. Coil the catheter, check to see that it is not kinked or pinched, and secure it to the chest or dressing with tape. This will prevent pulling of the catheter at the exit site and decrease irritation. Always secure the catheter in such a way that you can easily see the cap end. Your doctor or nurse will help you select the best method to secure the catheter. The type of clothing and normal activity will need to be considered in this selection. You should periodically look at the capped end to be sure it is intact.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the line broke, it was unclear from the patient¿s mother if the patient pulled it or it caught on something. The line was repaired. No other information provided. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the line broke, it was unclear from the patient¿s mother if the patient pulled it or it caught on something. The line was repaired. No other information provided. No patient injury reported.